Event description:
Post-operative wear of an anatomic® fixed bearing insert detected during revision surgery on (B)(6), 2023. The revision surgery was performed following a dislocation of the knee. The insert has been replaced. The implantation was performed on (B)(6) 2019. Associated device: anatomic® fixed bearing insert, size 4, thickness 10 (reference and batch number not communicated). Anatomic® posterior stabilized femoral component cemented, size 5 (reference and batch number not communicated). Anatomic® tibial base plate for fixed bearing insert, size 4, cemented (reference and batch number not communicated).

Manufacturer narrative:
No review of manufacturing history records could be performed as the list of devices was not communicated by the healthcare facility. The review of the internal vigilance database shows 2 incidents related to post-operative wear of the anatomic® fixed bearing insert. The rate is (B)(4) (based on anatomic® fixed bearing insert global sales between 2013 and (B)(6) 2023). The analysis of the patient file recorded during the clinical monitoring doesn't reveal any element which could explain the post-operative wear of the insert. Without explant, reference, batch number, x-rays, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the post-operative wear of the insert cannot be explained.